Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was confirmed and found to be caused due to corrosion of the scope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely an e315 error code appeared due to failure of the image sensor unit, a board inside the video connector, or a malfunction on the system side. However, a definitive root cause could not be determined. In addition, service found the adhesive on the bending section cover was chipped, the plastic distal end cover was scratched, the insertion part was crushed, the bending angle was out of specification, there was play in the angulation knob, the light guide tube was wrinkled, the paint on the suction cylinder was peeled, the light guide lens was dirty, the adhesive part on the light guide lens was cloudy, the paint on air/water cylinder was peeled, the adhesive part on the objective lens was cloudy, and the scope connector was dirty. Scratches were observed on the switch button #1, the switch button #2, and the switch button #4. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying an e315 error code (scope error). There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.